Event description:
Customer claims that the unit does not alarm when pressure is taken off the sensor. The unit was tested with a different sensor and the same thing happened. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation: results - evaluation for the returned product shows the alarm powered on, but the alarm does not sound when the sensor is released or unplugged. The fail safe function did not work. (B) (4).